Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not determined. Probable causes include that the filters were not replaced in recommended period. That may have caused the filters to be clogged.

Manufacturer narrative:
Olympus technical support advised the user to check for any kinks in the water supply hose, none were found. The user reported the pressures they were getting and were advised to change the external water filter for the oer-pro. This filter was replaced by the end user, resolving the reported issue. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that their oer-pro device is having issues with the water supply. When they start the device no water comes out. The issue occurred three or four times during the same week. No patient involvement or injury was reported. No additional information was obtained.